Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced problems breathing and fatigue. It was noted that previously the patient had adjustments on their device. Since then they were experiencing these symptoms. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.